Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported that the insulin pump had a loose drive support cap and it popped out. Blood glucose value was 95 mg/dl at the time of the incident. Troubleshooting was performed and the loose drive support cap will be replaced and returned.

Manufacturer narrative:
The insulin pump was unable to confirm the loose protruded drive support disk and unable to perform displacement test, rewind test, basic occlusion test, prime test, a 33 test, excessive no delivery test and occlusion test due to detached missing end cap.